Event description:
This is the report of a product problem that occurred during deployment of the duett sealing device. Following delivery of the procoagulant, when balloon deflation was attempted, the pilot balloon did not deflate, but the distal balloon did. There was no report of a patient adverse event.